Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The physician was attempting to deliver a pacing wire to an unspecified location. The physician was having difficulty delivering the wire so selected a 185cm moderate support straight pt²¿ guide wire was advanced. However, during attempts to deliver the pacing wire the tip of the pt2 guide wire was sheared off. The procedure was completed with another pt². No patient complications were reported and the patient's status was stable.